Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor and expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a high pressure alarm and states pump stopped. It was stated they've removed the catheter. Settings reviewed. Reservoir volume states 35.6 but patient states the bag is completely empty. Rate 6 ml/hr, demand dose 4 ml, lockout 30 mins, doses given 1, attempted 1, given 464.4 ml. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.